Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported her insulin pump is stuck in the priming loop. Removing the battery did not resolve the issue. Customer's blood glucose was 236 mg/dl. Customer was told to hold down the act button until numbers appear on the screen. Numbers appeared on the screen. Customer also stated that she has to push the buttons multiple times to get them to respond. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.